Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the insertion part ¿ distal end ¿ a/w channel ¿ foreign material. White foreign material found inside the a/w channel could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Although it was confirmed on the photos provided by the service business center that presence/clogging of foreign material at insertion part ¿ distal end-a/w channel, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.